Event description:
It was reported that the electric cord or switch emitted sparks.

Manufacturer narrative:
It was reported that electric cord or switch emitted sparks. We were unable to duplicate the event, and found no evidence on the components of exposure to sparks or excessive heat and no defect in the performance of the unit. We were unable to duplicate the event, or to find any defect in the performance of the unit.